Manufacturer narrative:
(B)(4). Batch #: u5d63m. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closing trigger in closed position and with an ecr60d cartridge loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic low anterior resection, it was too stiff to remove the cartridge from the jaw after the firing. The device was replaced to echelon 45 to complete the case, but it was also very stiff to remove the cartridge from the jaw after the firing. The device was used on the rectum. There were no adverse consequences to the patient. No further information is available.